Event description:
A #2 fogarty catheter wire unexpectedly broke off inside patient's anterior tibial artery branch. X-ray taken, retrieval attempted and unsuccessful. Surgeon deemed risk for further injury with further attempted removal would out weigh potential benefit from removal. Surgeon will make note of occurrence as well. Surgeon's documentation states: "risk of further exploration not justified given restoration of flow and depth of dissection required in anticoagulated patient with risk of post operative bleeding."